Event description:
The MFR representative reported the pt experienced a slight increase in stimulation, but not uncomfortable, after going through a security gate at the airport. The pt stated recharging has been more inefficient since he went through the security gate; coupling efficiency has reduced, so it takes longer to recharge. The pt has tried a different recharger without success. The rep reported the pt has lost weight. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.